Manufacturer narrative:
Correction: h6 results code should have been 213 rather than 3221. Correction: h6 conclusions code should have been 67 rather than 4315.

Manufacturer narrative:
The event of a abandoned procedure due to scar tissue was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent a lead revision on (B)(6) 2020 due to lead migration (reference manufacturing reports 3006705815-2020-31712 and 3006705815-2020-31713). The procedure was abandoned due to scar tissue. Patient is stable.